Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right ventricular (rv) lead is "broken" and that their "line is interrupted". The rv lead remains in use. No patient complications have been reported as a result of this event.